Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge. The receiver turns on with 'call tech support error: err121' displayed on screen. The receiver download contains no issues related to complaint. Unable to perform functional test,drop test or audio test with communication tool due to receiver turning on with 'call tech support error: err121' displayed on screen. Opened unit,passed internal visual inspection. Speaker measures >1kohm across it's terminals,should be ~8 ohms. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.